Manufacturer narrative:
October 6, 2015, customer has not returned the device for eval. Pohc will continue to monitor for trends.

Manufacturer narrative:
On (B)(6) 2015 consumer stated that they used the brush 2x a day for almost 2 weeks. Consumer stated that they had recently received a filling on the molar. Consumer states that they don't know exactly how it happened, but they feel the brush was entirely too aggressive for them. Consumer states that they noticed the chip as soon as they bit down on their teeth. Consumer has yet to receive medical attention. Consumer agreed to return the unit for evaluation.

Event description:
On (B)(6) 2015, customer claims the toothbrush chipped his tooth.